Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired on insulin pump that alarms when insulin in going low. Customer states that insulin had been going low to the point where the ambulance has been called. Customer states that endocrinologist dismisses her concerns and states that her primary care physician programmed pump and gave it to her with no training. Customer was advised on basal rates. Customer was also given information and extension number of pathway team who will be able to assist and diabetic care manager would also be contacted for training. No further information provided.